Manufacturer narrative:
It was determined that the the cause of the issue was a faulty charge stick in the customer's patient simulator.

Event description:
A customer contacted stryker to report that their device would not detect the pads during testing. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker field service technician evaluated the customer's device and was unable to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not detect the pads during testing. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.